Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device with an endurant stent graft system for the endovascular treatment of a 57 mm abdominal aortic aneurysm. The proximal aortic neck measured 25.7 mm in diameter and 33 mm in length. Proximal neck angulation was 45 degrees, with localized calcium at the seal zone covering 20% of the aortic circumference. It was reported that during the index procedure, 5 endoanchors were implanted, however one endoanchor did not adequately penetrate the aortic wall. The cause of the event as per the physician is unknown. No clinical sequelae were reported and the patient is fine.